Event description:
Upon receipt of these pumps the pumps have stopped while in use with the alarms coming on signaling motor failure. The pumps have been returned for replacements but the problems have recurred. The issues being considered are motor and software problems. No pts had suffered any adverse events as a result of the pump failure.